Event description:
During a pci procedure, the maverick otw ballon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcifield, 100% stenotic lesion in a very tortuous lad. A 3g miracle guide wire was also used in the procedure. No pt injuries or complications were rpeorted.